Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. A v-14 control wire was advanced in a tortuous and calcified vessel. However, the physician noticed that the tip of the guide wire broke off and fractured. The tip was left inside the patient. No intervention was done to remove the broken tip. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.